Event description:
Healthcare professional reported "postoperative changes of the breast implant placement are noted throughout, with multiple areas of scarring and postoperative tissue architecture. Findings are strongly suggestive of silicone implant rupture with extracapsular silicone", "nipple discharge from a single duct for one year" and "pain and palpable lump". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fluid discharge.